Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint via system logs. The unit was tested on test system, and all energy ports had loose grips on system cables. Very little force required to break recognition/remove from sockets. All energy operations were successfully performed via all ports. Instrument detection service routine was run; and all ports passed. However, grip on test modules were loose for all ports. C-84 error was found in generator logs.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed the erbe generator had loose ports, and the cables were falling out during use. The procedure was completed as planned. No reported known impact or patient consequence was reported.